Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alarms, resumed insulin delivery, then developed persistent hyperglycemia with cgm readings high and a fingerstick of 558 mg/dl; after a set and cartridge change, glucose remained elevated, and upon reconnection to the device after an outside insulin injection, glucose again rose, with the removed infusion set described as very bent, consistent with an infusion occlusion. Symptoms included hyperglycemia and reported medium to large ketones. Outcomes included external correction with rapid-acting insulin and device disconnection to restore insulin delivery while education and troubleshooting were provided. Investigation included a review of the event history and user report with troubleshooting and education. Investigation of this case revealed evidence consistent with infusion delivery failure due to a bent cannula and occlusion, with the exact root cause not confirmed. It was concluded that hyperglycemia occurred with unclear definitive cause, with contributory factors including an infusion set occlusion and concurrent meal intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.